Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage . Visual inspection: the cranial-screw plus drive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 48p9860) was returned and received at us cq. Upon visual inspection, it was observed that the screw was broken and only the head portion of the screw was returned. No other issues were observed with the returned device. Device failure/defect was identified. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 400.834s, lot: 48p9860, manufacturing site: bettlach, release to warehouse date: 31 march 2020, expiry date: 01 march 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during surgery of bone flap reduction on (B)(6) 2021, the screw broke during insertion. All pieces were removed from the patient. Another device was used to complete the surgery. There was no surgical delay and no adverse consequences to the patient. This report is for a titanium (ti) low profile neuro screw. This is report 1 of 1 for (B)(4).